Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Healthcare professional reported additional "rupture" at the time of explant. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and weight within specifications. A visual and microscopic analysis was performed which identified: crease sharp opening and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Healthcare professional reported additional "rupture" at the time of explant. Device has been explanted.